Manufacturer narrative:
Correction on initial report: b4. Additional information provided: d.10. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the filter not filling appropriately. There was no report of patient harm.

Event description:
It was reported that the filter not filling appropriately. There was no report of patient harm.

Manufacturer narrative:
Correction; h.6. (Patient code). The customer¿s report that the filter not filling appropriately was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted light yellow liquid was observed within the micron adult filter and throughout the set. Moldy residue was also observed on the bottom filter vent¿s membrane. Sticky residue was noted on the surface of the set¿s filter. No anomalies or evidence of damage were observed on the filters or the set. Functional testing confirmed small droplets leaking from the micron filter¿s top air vent (termed ¿weeping out¿). The root cause of the leak was not identified.

Manufacturer narrative:
Additional information provided: a.3, b.3, b.5 & b.7.

Event description:
It was reported that the filter is not filling appropriately during priming. Due to re-priming, a new set medication was lost in the process. Although requested, there has been no impact to the infant male patient or additional event information made available to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the filter not filling appropriately. There was no report of patient harm.